Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required revision due to a tubing tear. The torn section of tubing was cut out and there was enough tubing to reconnect the tubing. No other adverse patient effects were reported.

Event description:
Additional information received on 11/17/2023, indicates that the patient returned for a second procedure due to a leak in the cylinders.

Manufacturer narrative:
A piece of exhaust tubing was received for evaluation .abrasion was noted on the piece of detached exhaust tubing. A separation, surrounded by abrasion, was noted on the piece of detached painting. This is a site of leakage based on examination of the returned tubing, it was concluded that the tubing had most likely abraded against other components of the device while in-vivo enough to cause a separation. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the bladder of cylinder 1 and cylinder 2 occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after the previous revision surgery. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
Additional information received on 11/17/2023 indicates that the patient returned for a second procedure due to a leak in the cylinders.